Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of incisional hernia in a laparoscopic repair. It was reported that after implant, the patient experienced recurrence, dense adhesions, infection, purulent sinus drainage in the lower abdomen, cavity was encountered which had the parietex mesh floating in it, chronic pain, fat necrosis, nonhealing surgical wound with fibrosis and foamy histiocytes. Post-operative patient treatment included revision surgery, debridement of abdominal wall, lysis of adhesions, mesh was trimmed back to the edges where it was incorporated with the patient.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of incisional hernia. It was reported that after implant, the patient experienced recurrence, dense adhesions, infection, purulent sinus drainage in the lower abdomen, cavity was encountered which had the parietex mesh floating in it, chronic pain. Post-operative patient treatment included revision surgery, debridement of abdominal wall, lysis of adhesions, mesh was trimmed back to the edges where it was incorporated with the patient.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a laparoscopic lysis of adhesions, and a laparoscopic incisional hernia repair with mesh. He had revision surgery 5 months post surgery. The patient experienced surgical revision, recurrence, chronic pain, and infection.